Event description:
It was reported that, "another broach handle broken on case #2 of this surgery day. Same problem area. The striking plate has broken away from the body of the handle."

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis found that the distal portion of the lead had experienced clavicle crush at 45cm to 46cm from the helix end. The distal coil and svc cables were fractured at 45.1cm from the helix end. The ends of the fractured distal coil punctured through the outer insulation. This could cause the reported anomalies. It was observed that the fractured ends of the filars were smoothed from continuous rubbing together with the opposite ends due to repetitive crushing motion. The location and mode of the fractures are consistent with that produced by clavicular crush.

Event description:
Customer reportedly rec'd blood glucose results of 189 mg/dl and 92 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Event description:
It was reported that a significant increase in pacing lead impedance and capture threshold were observed. The increase was seen over a four month period. The patient is scheduled for a lead revision on (B) (6) 2010.